Manufacturer narrative:
Concomitant medical products: g70a2 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that eight days after the first revision procedure, the patient experienced syncope, exit block and dizziness. Another connection problem was suspected, and the ipg was replaced with a new device during a second procedure. The newer rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.